Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. This report is in response to medwatch mw5075400.

Event description:
Procedure performed: supracervical hysterectomy. Medwatch received mw5075400. Received via mw report via mail from the customer. "During supracervical hysterectomy, the retrieval bag (size 12/15mm) was being used when it malfunctioned. Bag did not deploy in patient's abdomen. New bag used without issue. No harm to patient." The device is available for return. Received the medwatch mw5075400 via mail from the FDA on 20mar2018. Type of intervention: "new bag used without issue." Patient status: "no harm to patient."

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the tissue bag was still attached to the introducer shaft and rod via the cord loop. The bag was returned in the rolled state and had not been deployed. The guide bead was also found within the shaft of the. No other non-conformances were observed. Based on the condition of the event unit, it is likely that the actuator was not fully actuated during deployment. If the actuator is not completely actuated the bag may not be able to unroll sufficiently. Per the instructions for use (IFU), "the thumb ring must be pushed completely forward until it has reached its advancing endpoint." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of it products. This is in response to medwatch# 5075400.